Event description:
Patient alleges inaccurate insulin delivery. Patient reported no error message appeared but the insulin did not flow. Patient stated this issue led to ketoacidosis and hospitalization. Patient reported she received a drip feed followed by insulin pen treatment. Patient stated she was admitted to the hospital on (B)(6) 2014 and released on (B)(6) 2014. Patient reported she was unconscious, unresponsive and finally fell into a coma. Patient stated she checked her blood glucose level was it was "hi" at the time of the incident. Patient's normal blood glucose range was not provided. Patient reported that according to lab test her blood glucose level was around 75 mmol/l (1350 mg/dl); timeframe was not provided. Patient reported her blood glucose level is still around 20 mmol/l (360 mg/dl). Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered as programmed by the customer. All errors and alarms are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.